Event description:
It was reported that the return spring was damaged and the fowler cylinder was leaking. It was also reported that the cot dropped. No adverse consequences were reported to the stryker reps.

Manufacturer narrative:
Our service tech has examined the fleet of cots and found that the preventive maintenance conducted by a non-stryker company was negligent.